Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after attaching a pen needle to the pen, the user attempted injection; however, the drug solution did not come out.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 22-feb-2023. H6: investigation summary: one open 32g x 4mm pen needle sample with no shield along with three loose teardrop labels and three photos were returned from lot. No. 2082844, cat. No. 320136. Visual examination was carried out on the returned sample and photos and a bent non patient end of cannula was observed. Due to the condition the sample was returned no clog test could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the sample returned was open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd micro-fine ultra¿ pen needles 32g x 4mm the medication could not be delivered. There was no report of patient impact. The following information was provided by the initial reporter, translated from japanese to english: after attaching a pen needle to the pen, the user attempted injection; however, the drug solution did not come out.